Manufacturer narrative:
The original sample was li heparin plasma and the second sample was serum. Both samples were centrifuged for 5 minutes at 3000 rpm. Per customer, the erroneous result was due to sample handling. Several attempts were made to contact the customer to discuss this. To date, bci has not been able to discuss this event with the customer. Qc data was not submitted, but customer states the "qc has been within ranges". Customer declined service and believes this event is due to a sample handling issue. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a sample for accu tni and obtained a result of 6.85mg/ml. The erroneous result was reported outside of the laboratory and the physician requested the pt to be redrawn for accu tni repeat testing upon which a result of 0.00ng/ml was obtained. The original sample, upon repeat testing, gave a result of 0.02ng/ml and a corrected report was issued. It is unk if there was an affect to pt or user with regards to this event.